Event description:
It was reported that a malfunction alarm with code malf 16 occurred, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump; however, the malfunction recurred after the reset. Consequently, technical support decided to replace the pump, even though it was out of warranty. Customer reverted to manual injections for insulin therapy.